Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports: gauze is visibly linting during surgery.

Manufacturer narrative:
The compliant was received along with the opened sample. The sample was shaken to identify the short fibres that fell from the sponge within the fold. The reported condition was confirmed. The returned sample did not meet the quality release specifications. The product analysis established that the reported issue made the event reportable. The most likely root cause of the reported condition is identified during the slitting of the gauze into slit widths the pinking blades may create short fibers that the vacuum system picks up. The fibres may not get picked up if the vacuum is not set strong enough. Based on the valid sampling plan, the lot prior to its release passed the inspection and was deemed to be acceptable. During production, the statistical samples were inspected physically and visually to observe any lint¿s. This information will be utilized for trending purposes to determine the need for additional corrective actions. If information is provided in the future, a supplemental report will be issued.